Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual analysis of the returned delivery wire revealed that the delivery wire was kinked likely due to handling. The main coil appeared to have partially detached by electrolysis and the rest of it separated from the delivery wire physically. The main coil was not returned; therefore, functional testing was unable to be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The cause of the observed damage of the delivery wire resulting in the separation of the main coil could not be determined. Therefore, based on the analysis of device and information currently available the exact cause for the reported issue cannot be determined.

Event description:
The analysis of the returned device revealed that the main coil was partially separated at the detachment zone. No patient consequences were reported as a result of this event.